Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (300+ mg/dl). Elevated bg levels were treated with the pump. The customer did not suffer any permanent impairment from this event.